Event description:
It was reported that a small volume infusor did not flow during priming. The device was filled with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the device¿s distal luer cap. After the cap was removed, normal flow was observed from the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.